Manufacturer narrative:
On (B)(6) 2008, hitachi service conducted a functional test of the receive coil used for the pt exam and measured its surface to detect localized heating. The highest reading detected was 83 degrees f. The receive coil was not in contact with the injured area on the pt. The pt's images were reviewed and found to have normal image quality and were free from artifacts. There was no indication of equipment malfunction or operator error. The site did report that the pt was sweating after the second stage of the exam. Pt injuries are consistent with a condition where the anatomy position creates a conductive loop. During the exam, the mr signal induces a current in the loop that can cause localized tissue heating.

Event description:
On (B)(6) 2008, hitachi received a report indicating that a pt scanned on the echelon MRI system had received 2nd degree burns on his thumbs and thighs while having a 3 stage spinal exam. The pt was positioned supine with his hands at his side. He had on a gown. The pt's thumbs were near his thighs, but there is no direct evidence of skin to skin contact. Pt did not experience pain during the exam, but reported that he felt very warm after the second and third sequence was executed. (The pt was repositioned after each stage). The pt left the facility but later returned to report that he had blisters on his left thumb and thigh. The technologist noticed that the left thumb had a blister on the knuckle. The thigh was not examined. The site suggested that the pt seek medical attention for the blister because it had broken. At first, the pt refused and said it wasn't necessary. The site radiologist said the pt should have it looked at and referred him to the site clinic. The pt did go to the site clinic.